Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No unexpected low battery alarm noted. Drive support was inspected and no anomaly was noted.

Event description:
Customer reported that he had high blood glucose of 206 mg/dl. Customer stated that her insulin pump is alarming low battery and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.